Manufacturer narrative:
(B)(4), concomitant medical products:cell-dyn sapphire analyzer, list # 8h00-01, serial # (B)(4).the cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer observed insufficient sample volume in the closed mode of the cell-dyn sapphire hematology analyzer. The customer had replaced the analyzer's needle and probe the previous friday. The customer was advised to replace the analyzer probe and needle. There was no impact to patient management.